Event description:
In 2003, the patient experienced an overly loud sensation followed by no sound. The following day the patient was seen at the center for device evaluation. External equipment was exchanged. However, the problem was not resolved. Testing confirmed that the device was no longer functioning. Surgery was scheduled to explant the patient's device.